Event description:
The physician stated the patient had seroma, capsular contracture, and chronic inflammation requiring removal, seroma, IV antibiotics, and an overnight stay in hospital.

Manufacturer narrative:
The physician that implanted and explanted the device reported this complaint. The patient's medical records were provided for review. The patient had an initial consultation for the device on (B)(6) 2024. The patient understood and signed off on all potential risks of the procedure. The patient had the device implanted on (B)(6) 2024. The patient tolerated the procedure well, and there were no complications. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient stated he felt well, with some discomfort at the incision site. On (B)(6) 2024, the patient returned to the office for a post-op appointment for drain removal. The patient stated the pain was tolerable with no significant changes. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient stated that since the drain removal on (B)(6) 2024, he experienced bleeding from the drain site. The patient was also concerned with an abrasion near the base of the penis, and fatigue. The physician was able to stop the bleeding with slight pressure and steri-strips on the site. The physician stated the abrasions were caused by irritation around the urowrap. The physician recommended the patient slow activity and movement of the penis. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient stated that the steri-strips were not effective in stopping the bleeding. The physician stated there was no sign of infection, but he elected to place a nylon suture in the area and have the patient apply direct pressure. The physician stated the patient was to follow up in 5 days for suture removal and continue antibiotics. On (B)(6) 2024, the patient returned to the office for a post-op appointment for removal of the nylon suture. The one nylon suture was removed, and the patient tolerated it will. The incision had healed well. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient stated he was experiencing a seroma and pain with elevation. Upon examination, the physician stated the seroma was very small and action was not required. The physician recommended elevating the penis and to continue with his movement exercises, wear the urowrap, and monitor any changes of the penile shaft skin. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient was satisfied with the device. The physician recommended to continue to use the urowrap and refrain from activity for 1-2 more weeks. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient stated he was experiencing new onset swelling and pain when on his feet. Upon examination, the physician noted that the penis showed fluctuant edema along the shaft terminating at the glans. The physician had a low degree of suspicion for infection and advised the patient to limit time on his feet. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient stated sexual activity was difficult. Upon examination, the physician noted the penis was swollen and had developed an acute onset seroma. The seroma was drained in office; the patient tolerated the procedure well. Fluid was sent for culture, and it was a negative bacterial culture. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient stated he was experiencing public tenderness and with ventral deviation with erections. Upon examination, the physician confirmed the device was in proper placement, with slight fluctuation from the distal shaft. There was no erythema, edema, discharge, or lesions. The physician discussed continuing movement exercises and urowrap use. On (B)(6) 2024, the patient returned to the office for a post-op appointment. The patient was experiencing significant discomfort. Upon examination, the physician suspected capsular contraction. The physician discussed the potential need to remove the device or complete a wash out. On (B)(6) 2024, the patient returned to the office for a post-op appointment. Upon physical examination, the physician noted the device was dislodged out of the infrapubic area, it was tender, and difficult to move. There was no evidence of erythema, seroma, swelling, discharge, or lesions. The patient stated he was ready to move forward with removal of the device rather than a wash out due to the capsular contracture and tenderness on (B)(6) 2025, the patient returned to the office for a post-op appointment. The patient stated the swelling had dramatically decreased, but he was in persistent pain, especially with movement and palpation. Upon physical examination, the physician noted edema along the penis shaft and tenderness with light palpation. Patient elected to move forward with removal after review and acceptance of all possible risks. On (B)(6) 2025, the patient had the device removed and an extensive capsulectomy performed. All intraoperative cultures were negative for bacterial infection. The patient tolerated the procedure well. On (B)(6) 2025, the patient returned for a post-op appointment after device removal. The patient stated he was in significant pain. The drain was removed without difficulty. On (B)(6) 2025, the patient returned for a post-op appointment. The patient stated he was experiencing increasing tenderness at the infrapubic penile junction. Upon examination, the physician noted mild swelling and recommended continuing the antibiotics and following up in a few weeks. On (B)(6) 2025, the patient returned for a post-op appointment. Upon examination, the physician noted the infrapubic incision healed nicely. The physician elected to evaluate the infrapubic area with a b-mode ultrasound which showed area of fluid collection subcutaneous. The area was aspirated. The patient tolerated that well. On (B)(6) 2025, the patient returned for a post-op appointment. The patient stated he is getting intermittent functional erections, denied diminished sensation, and felt the swelling had been reduced. The patient was concerned with overall shortening since the procedure. The physician provided some stretching recommendations. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort", "temporary reactions, swelling and/or erythema," "infection or erosion of silicone block requiring removal", "penile shortening" and "penile retraction in erect and flaccid states". Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, seroma, infection, and contracture and decreased penile girth as an anticipated adverse events. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Pain is a common and anticipated event in any surgical procedure. Seromas are a risk associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The patient is made aware of potential risks and complications prior to operation including seromas. Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. Risk of migration is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The instructions for use state that displacement may occur from improper implant sizing and/or placement due to a variety of reasons such as: the implant is too large or the cavity too small, or where there has been inadequate preoperative assessment of stresses causing movement of the implant. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Shortening and loss of sensation were not reasons listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program.